Event description:
Patient treatment was changed to venti mask and foley cath placed. On (B)(6) 2016 the patient was stable and discharged to home on 3 liters nasal cannula and foley catheter in place.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the incoming inspection record for this lot. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
Patient experienced a pneumothorax following a superdimension procedure. Patient was hospitalized for observation and poor oxygen saturation requiring supplemental oxygen and nebulizer treatments. If additional information pertinent to the incident is obtained a follow-up report will be submitted.